Event description:
The caller reports that the customer obtained 132 mg/dl on his accu-chek advantage meter. He experienced a seizure twenty minutes later. The paramedics arrived in 15 minutes. They tested him and obtained 49mg/dl on their professional meter. The paramedics treated him. The customer had a delay in treatment. New system sent and return requested.